Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The valve didn't hold the preset pressure. Patient had headache and sickness during go out from the bed to a standing position.

Manufacturer narrative:
(B)(4). Upon receipt of the device, it was determined that the product information initially reported was incorrect. This record has been updated with the corrected information. The device was returned and evaluated. The position of the cam when valve was received was 30mmh2o. The valve was visually inspected, no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The valve was dried. The valve was leak tested, no leaks noted. The valve was reflux tested, the valve passed the test. The valve was tested for programming and the valve passed the test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3164 with lot chhbdk, conformed to the specifications when released to stock in 20th july 2007. Based on the result of the evaluation, the valve was performing as intended. No device failure was found. At present, we consider this complaint to be closed. Trends will be monitored for this or similar complaints.